Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. There was no specific reason given for the revision surgery and no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1) and an unspecified bard/davol ventralight st. On (B)(6) 2015: the patient had unspecified injuries due to a defect in the bard/davol kugel patch and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the bard/davol kugel patch (device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1) and an unspecified bard/davol ventralight st. (B)(6) 2015: the patient had unspecified injuries due to a defect in the bard/davol kugel patch and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the bard/davol kugel patch (device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per legal complaint no.: (B)(4) on (B)(6) 2002 or (B)(6) 2015 - patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1). Or an unspecified bard/davol ventralight st (B)(6) 2015- the patient had unspecified injuries related to a defect in the kugel patch(device #1) and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the kugel patch(device #1). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information provided by the attorney is limited to the date of revision surgery, (B)(6) 2015. No details provided as to the nature of the revision surgery. As previously reported, at this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. There was no specific reason given for the revision surgery and no medical records have been provided. Information is limited at this time. This emdr represents the kugel patch (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st. Should additional information be provided, a supplemental emdr will be submitted.